Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer received compromised force sensor system alarm during rewind/prime sequence. Customer's blood glucose was 300mg/dl. Customer was assisted with troubleshooting and was advised to refer back-up plan, per health care professional's instructions. Customer decline troubleshooting for high blood glucose. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. No unexpected compromised forced sensor alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, and cracked lcd window.